Event description:
Clinician was using the device to treat two pts at the same time. Both pts were being treated with the 'pre-mod' waveform. The 1x1 inch electrodes were being used on both pts. The electrodes were not returned for eval. The pts have no known pre-existing conditions. The pts had received electrotherapy treatment prior to this event. Patient a was lying on stomach and had two electrodes placed on the lower back. Channel 1 was used to treat this pt. The intensity was increased until the pt felt tingling and the treatment started. No prep of the area of placement was done. After pt a's treatment was started, electrodes were placed on both sides of the elbow of pt b. Before the treatment was started, she started yelling get them off, get them off and stated that she was being shocked. Pt a complained that the intensity continued to increase and 1 minute into the treatment, the treatment was ended and the electrodes removed. This clinician noted that this unit was involved in a recall and had been updated.

Event description:
Clinician was using the device to treat two pts at the same time. Both pts was being treated with the 'pre-mod' waveform. The 1x1 inch electrodes was being used on both pts. The electrodes was not returned for eval. The pts have no known pre-existing conditions. The pts had received electrotherapy treatment prior to this event. Patient a was lying on stomach had two electrodes placed on the lower back. Channel 1 was used to treat this pt. The intensity was increased until the pt felt tingling and the treatment started. No prep of the area of the placement was done. After pt a's treatment was started, electrodes were place on both sides of the elbow of pt b. Before the treatment was started, she started yelling get them off, get them off and stated that she was being shocked. Pt a complained that the intensity continued to increase and 1 minute into the treatment, the treatment was ended and the electrodes removed. This clinician noted that this unit was involved in a recall and had been updated.

Manufacturer narrative:
The device has been received and is currently under evaluation. The device evaluation and any add'l findings will be provided upon conclusion of the device evaluation.

Manufacturer narrative:
The device has been received and is currently under eval. The device eval and any additional findings will be provided upon conclusion of the device eval.